Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the right coronary artery (rca). A 3.00mm x 12mm emerge balloon catheter was used in a procedure. A non-bsc guide wire was advanced in the rca to trap the retro wire inside the guiding. During removal of the retro micro catheter, after trapping it, the balloon ruptured and the non-bsc wire got separated. The procedure was completed with a different device. There were no patient complications nor injuries were reported.